Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded express bolus, esc and act buttons on keypad traces. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 220 mg/dl. The customer stated that she wore the insulin pump in her bra while working out. She did not recall any other significant events leading to the alarm's occurrence. Advised replacement of the insulin pump. Nothing further reported.